Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The health care professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.

Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The healthcare professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.

Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The health care professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.

Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The healthcare professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.

Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The healthcare professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.

Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The health care professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.

Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The healthcare professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.

Event description:
Health care professional reports 8 pts reported one or more of the following symptoms about one hour into treatment: nausea, vomiting, low blood pressure, diarrhea, red cheeks, and blood shot eyes. All patients experienced the previously mentioned symptoms after the 34th reuse of the dialyzer. The health care professional reports the maximum reuse number of the dialyzers were recently increased from 35 to 45. The health care professional reports 2 pts received benadryl for relief of symptoms, the other 6 pts required no medical intervention. No hospitalization required.